Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an unspecified procedure, a 'tendon anchor malfunctioned. This resulted in a non-significant surgical delay. The procedure was successfully completed applying a change in surgical technique and no further complications were reported. The results of investigation found a tendon anchor puck with half a tendon anchor still in the puck. A functional evaluation revealed that the remaining anchor will not load properly due to damage.

Manufacturer narrative:
H10: this report was inadvertently submitted under manufacturer report number 1219602-2023-00149, correct manufacturer report number is (B)(4). Corrected data: d3 and g: contact office - manufacturing site.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection performed found a tendon anchor puck with half a tendon anchor still in the puck. A functional evaluation revealed that the remaining anchor will not load properly due to damage. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found that a material certificate of analysis from each raw material supplier is required. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include improper inserter alignment when retrieving the anchors. No containment or corrective actions are recommended at this time.